Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon detachment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal left circumflex (lcx) artery. After a non-bsc imaging catheter failed to cross the lesion, a 2.25mm x 12mm emerge balloon catheter was advanced and inflated twice in the distal lcx at 14 atmospheres for 14 seconds and twice in the proximal lcx at 14 atmospheres for 15 seconds. Then a 2.5x16 synergy drug-eluting stent was attempted to be inserted onto the non-bsc guide extension catheter but came into contact at the ostial of the non-bsc guide extension catheter. The distal tip of the emerge balloon was reinserted into the ostial of the non-bsc guide extension catheter to manage the synergy stent. The synergy stent was inserted successfully into the non-bsc guide extension catheter. Upon removal of the emerge balloon, resistance was encountered and the distal to mid area of the balloon detached. The physician continued to implant the synergy stent at the distal lcx. Angiography was performed and revealed that the distal to the marker portion of the balloon was left in the patient. The non-bsc guide extension catheter was exchanged with another non-bsc device and a 2.75x20mm synergy was implanted. Post dilation was performed using a non-bsc balloon and the procedure was completed. The detached portion was not removed. No further patient complications were reported and the patient was under observation.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon was torn circumferentially with the distal portion of the balloon completely separated and was not returned for analysis. The wire lumen was separated 1cm distal to the proximal markerband. The distal end of the separated wire lumen was not returned for analysis. The proximal separated end was stretched. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal left circumflex (lcx) artery. After a non-bsc imaging catheter failed to cross the lesion, a 2.25mm x 12mm emerge¿ balloon catheter was advanced and inflated twice in the distal lcx at 14 atmospheres for 14 seconds and twice in the proximal lcx at 14 atmospheres for 15 seconds. Then a 2.5x16 synergy drug-eluting stent was attempted to be inserted onto the non-bsc guide extension catheter but came into contact at the ostial of the non-bsc guide extension catheter. The distal tip of the emerge¿ balloon was reinserted into the ostial of the non-bsc guide extension catheter to manage the synergy stent. The synergy stent was inserted successfully into the non-bsc guide extension catheter. Upon removal of the emerge balloon, resistance was encountered and the distal to mid area of the balloon detached. The physician continued to implant the synergy stent at the distal lcx. Angiography was performed and revealed that the distal to the marker portion of the balloon was left in the patient. The non-bsc guide extension catheter was exchanged with another non-bsc device and a 2.75x20mm synergy was implanted. Post dilation was performed using a non-bsc balloon and the procedure was completed. The detached portion was not removed. No further patient complications were reported and the patient was under observation.